Event description:
It was reported that there was a plug-in connection issue (noted as "technical insufficient") with the patient implantable neurostimulator (ins). It was also noted that the patient was in a physician-sponsored study. Following the initial implant in (B)(6) 2010, the patient required a revision in (B)(6) 2010. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Lead model unknown lot #0203138904 implanted: unk explanted: unk; lead model unknown lot #0203171633 implanted: unk explanted: unk; extension model 37085-60 serial #(B)(4) implanted: unk explanted: unk; extension model 37085-60 serial #(B)(4) implanted: unk explanted: unk.